Event description:
It was reported that the ilet touchscreen was broken after the patient, who has epilepsy, fell, though blood glucose levels remained unaffected and the device otherwise functioned without alerts or alarms. Symptoms included no reported clinical effects. Outcomes included replacement of the ilet and continued use of the dexcom cgm via phone or receiver until the replacement arrived. Investigation included customer interview and coordination for data sync and device return. Investigation of this device revealed physical damage to the display component consistent with accidental impact, with no performance anomaly indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.